Event description:
A complaint was received via email. An alarm issue was reported with the abbott diabetes care (adc) device in use with unknown phone with unknown operating system version. The high glucose alarm did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced "collapsed". No treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. Physical investigation of product is not anticipated. Extended investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of all required investigation activities. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The reported complaint was investigated and determined that there were no issues with the customer's reported application that would have led to the complaint. The user reported missing high and low glucose alarm. The reported issue was investigated and attempted to replicate using similar configuration and the reported issue was unable to be replicated and the system functioned as intended. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received via email. An alarm issue was reported with the abbott diabetes care (adc) device in use with unknown phone with unknown operating system version. The high glucose alarm did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced "collapsed". No treatment was reported. There was no report of death or permanent injury associated with this event.